Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first two stent struts on the distal end were lifted. Two stent struts in the mid-section were slightly dented inwards. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.5mm x 20mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 3.50mm promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.5mm x 20mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 3.50mm promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent struts were fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.